Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Correction- h6- health impact code should be: 4625-additional surgical procedure.

Event description:
New information received notes that it was unknown how the infection was identified or if cultures were taken, and the patient was stable throughout the explant procedure, which was performed on (B)(6) 2022. The device was not replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-05610. Related manufacturer reference number: 2017865-2022-05611. It was reported that a patient presented in-clinic for a system explant procedure. Prior examination of the patient's pacemaker system revealed an infection, along with sepsis. The system was explanted on an unknown date. The patient was in unknown condition.